Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia with blood glucose value of 20 mg/dl was treated with emergency medical services and received post-reset ram crc alarm (pump error 23). The event involved product(s) mmt-332a, mmt-7020a, mmt-1884, mmt-213a. Troubleshooting was performed for pump error and customer was able to clear the error and complete the rewind process. Pump was recently stored, without a battery for greater than 8 hours, or error occurred immediately after battery change. Troubleshooting was not performed for low blood glucose. It was unknown whether the customer had used the insulin pump within 48 hours of reported event and it was unknown whether the auto mode feature was active at the time of reported event. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for mmt-7020a. No product return is required for mmt-1884. No product return is required for mmt-213a.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: pump error 23 had occurred immediately after battery change and had not occurred more than once within 1 week after a battery change. Helpline said this was normal behavior. It was unknown if pump was used within 48 hours of the low. It was unknown if smartguard was used at the time of the low. It is unknown if customer will continue to use the pump. Pump is not returning for analysis.